Event description:
It was reported to the manufacturer that a customer encountered difficulties during use of a catheter. According to the customer: "when physician navigated the catheter towards the nidus of the fistula, he realized that the catheter was bending and the push force was not transmitting. As the physician was neared the procedure stage of glue injection, he attempted to navigate the catheter further, but soon realized that the guidewire which was inside the catheter had come out from the side wall of the catheter. The physician immediately pulled out the whole assembly and then realized that the catheter had ruptured near its mid end." No pt complications were reported, and the condition of the pt remains stable.

Manufacturer narrative:
Follow up was performed and the physician confirmed that the catheter rupture was not contributed by the guidewire used during the procedure.